Event description:
It was reported that the office had trouble refilling. The patient was scheduled for refill and motor study under fluoroscopy. The motor study didn't show sufficient motor movement and a replacement was scheduled. The pump was explanted on (B)(6) 2014. Diagnostic testing or troubleshooting performed included rotor/roller study, logs were checked and x-rays. The issue was not resolved and the cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. There were no symptoms associated with the event. It was later reported that after opening the pocket, the surgeon thinks calcification in the pocket was probably what made refills difficult. A new pump was moved from the patient¿s right side to their left. The catheter had good csf flow. The pump was used to infuse gablofen at the time of event. No additional information was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter.